Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported developing "lumps" on his body. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a medicine for the skin irritation by a physician. Follow up indicated that the rash has improved.